Event description:
The user facility reported that, while taking a thin layer skin graft, the unit jumped around.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident.